Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the cable of the large suturecut needle driver instrument was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. No other cables damage was found. Additional observation not reported by the site were scratches on the surface distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.